Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their doctor thinks their device may have moved. The patient stated that they have an appointment on (B)(6) 2017, and would like to have a manufacturing representative present. They noted that they were diagnosed with pre-diabetic and rheumatoid arthritis, so they started exercising with a trainer. The patient thinks the device was moved due to their exercising. They stated that their left leg is completely numb and burning, and their right leg spasms like ¿electric jerk.¿ they indicated that this is getting progressively worse. The patient was to follow-up with their healthcare provider. No further complications were reported. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that they met with the patient on (B)(6) 2017, and checked impedances. They stated that all impedances were normal, and the patient¿s current program was covering all of their pain areas. The rep noted that the patient uses their ins less than 30% of the time. The patient claimed their ins pocket has moved, which is their only complaint with the system. The patient was going to meet with their physician in order to decide if a pocket revision would be beneficial. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and manufacturer representative. It was reported that the patient had pain in their ribcage from the ins pushing against it. The patient wanted the pocket site revised and the healthcare professional (hcp) decided to replace the ins. The rep noted that the ins appeared to be functioning well as the patient reported getting good coverage and good relief; however, the patient was having difficulty making a good connection with recharging. The rep said the ins was implanted near the rib cage, the therapy was effective and impedances were normal. The rep stated that they tried different positions with recharging and tried education on recharging without success. The ins pocket was moved to the opposite site and the ins battery was replaced. The patient was given the same programs that were working prior to the replacement and the patient and her husband were educated on the use of the programmer. It was noted that the issue was resolved at the time of the report. No further complications were reported.